Event description:
It was reported that the rotapro burr detached. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention in the proximal left circumflex artery. The 75% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. During the procedure, ablation was performed three times at a rotation speed of 180,000 rpm. After that, the burr tip separated from the device. The burr tip caught on the rotawire and was removed. No device fragments remained inside the patient. The procedure was completed with a different device. No patient complications were reported. The patient was in good condition post procedure.